Event description:
Additional information was received from a foreign hcp via a clinical study. It was indicated that the patient heard the alarm and the pump interrogation showed 2 motor stalls which recovered within 24 hours by itself on (B)(6) 2019. The patient did not experience any clinical signs or symptoms. The event resulted in an emergency room visit but no actions were taken and the event resolved without sequelae on (B)(6) 2019. The drug used at the time of the event was compounded baclofen. No complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the event resolved without sequelae (B)(6) 2019. New information received reported that the event resolved without sequelae (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hcp wanted to return the pump that had been explanted and replaced on (B)(6) 2019. The reason for the explant was due to two motor stalls that occurred within 2 years and the hospital wouldn't take the possible risk for another motor stall so the hospital decided to replace the device. There were no further issues reported that led to explant. The patient did not experienced any symptoms. The cause of the motor stalls was not determined. Following explant there have been no motor stalls so far and no therapy loss, all fine. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6) the motor stall occurred 07:28 and a motor stall recovery at 08:34. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] with flex mode for a total daily dose of 271.7 mcg/day via an implantable pump. The indication for use was not provided. It was reported that a motor stall had occurred. The session data report with pump event logs showed that the motor stall occurred on (B)(6) 2019 at 07:28 and recovered 66 minutes later at 08:34 on (B)(6) 2019. It was reported that after checking the logs, the doctor decided that the patient could go back home again because the motor stall had recovered. It was reported that nothing happened on 06/05/2019 that could have caused the motor stall. It was reported that the patient is still received good therapy. It was not known if there were any volume discrepancies. It was noted that the pump previously had a motor stall two years prior on (B)(6) 2017 (please refer to manufacturer report #3004209178-2017-14099 for the details pertaining to the previous motor stall event).

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.